Event description:
Healthcare professional left side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: "analysis of the returned device identified: creases flat, wear abrasion and opening curved on anterior. Leak test and microscopic analysis were performed which identified: sharp opening on anterior. The fill test inspection was performed, the result is no blockage. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on anterior assessed as an unidentified (tear) opening." Trend analysis: "review of all complaints of a050401 - fluid leak for the period of mar-2020 through feb-2022 related to date opened indicates that 10 points are above the upper control limit. According to the severity, an additional analysis was performed to review the involved complaints with manufacturing date over the past 24 months. No patterns were found; therefore, no additional actions are deemed required. The trend of fluid leak complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.'

Event description:
Healthcare professional left side deflation. Device has been explanted and replaced.

Event description:
Device has been explanted.